Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During follow up on an unrelated customer experience, it was reported that the peritoneal dialysis patient went to the emergency room for hypotension and weakness. It is unknown if the patient was performing treatments at the time. There was no allegation of a device malfunction. Additional information was solicited.

Manufacturer narrative:
There is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the hypotension that resulted in the patient¿s visit to the emergency room. Dialysis hypotension occurs because a large volume of blood, water and solutes are removed over a short period of time, overwhelming normal compensatory mechanisms, including plasma refilling and reduction of venous capacity, due to reduction of pressure transmission to veins. However, there are pharmacological factors that could have also contributed to the patient¿s hypotension and weakness. The patient was on a blood pressure medication (name, dose and frequency unknown), which was put on hold until the blood pressure improved. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found three customer experiences with the issue of no allegation of product deficiency within 90 days of the notified date. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Additional information was solicited and received. The discharge summary obtained indicated the patient presented at the emergency room with low blood pressure (73/53), weakness and some lower extremity edema. Apart from the patient¿s blood pressure, the vital signs, labs, ECG and chest x-ray were normal. According to the discharge notes, there was no evidence of sepsis, abnormal heart rhythms or anemia that could have contributed to the patient¿s hypotension. The patient was treated with volume (type of volume and dose unknown) and the blood pressure went ¿up into the 120s¿. The patient¿s blood pressure medication (name and dose unknown) put on hold pending normalization and stabilization of the patient¿s blood pressure. The patient was monitored for several hours and discharged home to follow up with the primary care physician and the nephrologist.